Manufacturer narrative:
A beckman coulter field service engineer (fse) remotely assisted the customer with troubleshooting the device. The fse advised the customer to replace all the ise electrodes. The customer confirmed the issue was resolved after replacing the electrodes. Beckman coulter internal identifier is case (B)(4). Age, sex, weight, ethnicity: patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer reported erroneous ise (ion-selective electrode) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not released from the lab. There was no change in patient treatment in association with this event.